Manufacturer narrative:
Based on gambro technical service records, there was no request for technical assistance or service related to this reported event. Limited info has been provided regarding this event occurring in 2011.

Event description:
(B)(4).